Manufacturer narrative:
(B)(4). Patient information requested. The set was discarded at the facility, the model and lot number were not identified; therefore, lot history record review could not be performed.

Event description:
Customer reported tubing squirted out fluid when the port was accessed. There was no patient harm reported. No additional information was available.